Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) lost signal to the ilet, which was resolved during troubleshooting by toggling settings; blood glucose was high, and the user elected to use backup therapy and was educated on specified wait times based on recent long-acting and fast-acting insulin administration. Symptoms included hyperglycemia with no other associated symptoms. Outcomes included unexpected medical intervention and use of subcutaneous insulin. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem, with involvement of the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.